Manufacturer narrative:
Evaluation results: it was observed that one triple flow-through dpt kit with attached merit flush devices. Examination of the device found that the pressure tubing had snapped off from the bond joint with the tubing female connector that connects to the zero-stopcock (blue line).

Event description:
It was reported that the blue line tubing detached from the connector before use during set up. Reportedly, there were no patient complications.